Event description:
The patient had a revision. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Conocmitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).